Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.